Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. Evidence of reported problem in event log was found. During the evaluation of the device, the issue immediately alarmed on power up. The issue was found with the circuit board. The circuit board was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during testing of this smiths medical cadd legacy pump, the pump exhibited error 1670 alarm. No patient involvement was reported.